Manufacturer narrative:
Insulin pump received intermittent button response due to flattened act button dome switch. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump's keypad were not working. Customer stated that the up and down buttons were responding, but there was no closed circle at the top of the screen. Customer does not recall any significant events leading up to the keypad issues. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.